Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the patient presented with significant residual cylinder. The surgeon suspected that the lens was off axis. Upon dilated eye examination, it was noted that lens was sitting 30 degrees off the intended position. During the second follow up visit, the lens was noted to have rotated another 20 degrees off axis. Additional information was received from the surgeon which indicated the residual cylinder was also due to the iol being implanted too low. The iol was repositioned in a secondary surgery which resolved the event. The patient was reported to be doing fine. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. (B)(4).